Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the status of the device return. A supplemental report will be submitted once the device has been returned and evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was felt when the physician attempted to advance the microcatheter across the target lesion with a chikai 14 guidewire. It was also noted that the distal marker band of the microcatheter was damaged and dislodged. The separated distal marker band was found in the peripheral of the right pca and it remains in the patient. Prior to the event, the microcatheter was delivered and crossing the target lesion. Then a stent was used. It was reported that 1 pass was made and another one was started; however, resistance was felt when the physician attempted to make the microcatheter cross the target lesion with the chikai 14 guidewire. Due to the resistance felt, the microcatheter and chikai 14 guidewire were removed from the patient. At this point, it was noticed that the distal marker band of the microcatheter had dislodged and fell inside the peripheral of the right pca. The physician commented that the resistance was felt during the first pass. There was no resistance felt when passing the stent and no resistance in the catheter. A new microcatheter was used to complete the procedure without further issues. No patient injury was reported as a result of the procedure. The patient was undergoing mechanical thrombolysis for an acute stroke in the left m1 artery. That patient¿s vasculature was medium in tortuosity and the access vessel had a medium sized diameter. Details regarding the preparation of the device and ancillary devices were not available. The removed part of the microcatheter is being returned, but the ancillary devices were scrapped at the site. The distal marker band remains in the patient.

Manufacturer narrative:
The device has been received and the evaluation is in process, but not yet complete. Once the evaluation has been completed, a supplemental report will be submitted with the results of the investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The micro catheter was returned for analysis without the (asahi) chikai-14 guidewire; therefore, any contributing factors (other than outer diameter specification) from the guidewire could not be assessed. The devices were found to be compatible per specifications. Upon visual inspection, no issues or irregularities were observed with the micro catheter hub. The micro catheter body was found to be kinked near the distal tip and flattened near the distal end of catheter. The micro catheter distal marker band was found to be missing from the catheter. It was reported the distal marker band remains within the patient. The outer tubing material of the separated marker band end exhibited jagged edges and stretching. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery¿ could not be confirmed; however, the customer¿s report of ¿marker band dislodge¿ was confirmed. The returned micro catheter distal marker band was found to be separated and missing from the micro catheter. In addition, the returned micro catheter was found to be kinked and flattened. The outer tubing material of the separated marker band end exhibited plastic deformation (jagged edges and stretching) which indicated the marker band dislodged when exceeding the tensile strength of the tubing material. It is possible the micro catheter became damaged (kinked, flattened and marker band dislodge) during initial use subsequently causing resistance during subsequent use. However, the cause for the damages could not be determined. A formal investigation has been initiated regarding the ¿marker band dislodge¿ issue. All products are 100% inspected for damages and irregularities during manufacture; therefore, manufacturing has been ruled out as a potential cause. As noted in the marksman IFU (instructions for use): ¿the catheter should be manipulated under fluoroscopy only. Do not attempt to move the catheter without observing the resultant tip response. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ if information is provided in the future, a supplemental report will be issued.